Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced tube drivearm, carriage block assembly, front cover, rear case, left & right handle, left & right iui connector, shaft seal, seal wiper, flange gripper retainer, barrel clamp, latch module, and motor assembly. Split nut recall completed. Performed calibration. A review of the device history record showed the device had a manufacture date of 10/31/2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, technical support determined that the proximate cause of the reported issue was due to wear of the carriage assembly. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which confirmed similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Ca-2018-0161 for iuis, 1604765 for rear case, fi-2017-0015 for syringe gripper.

Event description:
The customer reported the device "fails split nut test". No patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the device "fails split nut test". No patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device "fails split nut test". No patient involvement.